Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15917741 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure, the orbit galaxy tight distal loop complex fill coil (640cf0410/ 15917741) stretched during insertion into the target aneurysm. There was no adverse event reported and the device was expected, but to date it has not been returned for analyses. No vessel or patient information was provided. Also, to date no further information has been received although multiple attemtos were made.

Manufacturer narrative:
During the procedure, the orbit galaxy tight distal loop complex fill coil (640cf0410/ 15917741) stretched during insertion into the target aneurysm. There was no adverse event reported and the device was received for analysis. No vessel or patient information was provided. Also, to date no further information has been received although multiple attempts were made. A non-sterile orbit galaxy tight distal loop complex fill coil 4 x 10 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked and appears that it was kinked before it was broken. The introducer was received partial-zipped and it was found elongation condition. The support coil was received partial outside of introducer and partial inside of introducer found without damage. The gripper was received inside of introducer. The embolic coil was received partial outside of introducer and partial inside of introducer. The gripper was inspected through of introducer found without damage while the embolic coil was found stretched. The introducer, support coil, gripper and embolic coil were inspected under microscope; the introducer was found elongation condition, the support coil and gripper was inspected trough of introducer found without damage and residues of dry blood were noted on gripper while the embolic coil was received stretched. The suture was found fractured. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure of stretched coil was confirmed during analysis. The condition of the embolic coil was apparently caused by applying excessive force on it but it could not be conclusively determined. With the limited information provided, it is not possible to determine the cause of the event including the broken delivery system. However, these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures from leaving the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
During the procedure, the orbit galaxy tight distal loop complex fill coil (640cf0410/ 15917741) stretched during insertion into the target aneurysm. There was no adverse event reported and the device was expected, but to date it has not been returned for analyses. No vessel or patient information was provided. Also, to date no further information has been received although multiple attempts were made. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15917741 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported event of stretched was not confirmed, because the device was not returned for analysis. Based on the limited information provided, procedural or handling factors may have contributed to the reported event. However, the DHR indicated that lot 15917741 had no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time.